Manufacturer narrative:
The field service engineer (fse) found a hole in a vacuum tube. The fse replaced the vacuum tube. Hardware check results were acceptable.

Event description:
The initial reporter questioned low results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. The customer stated qc was acceptable but he noticed low ca2 results. The customer pulled 19-20 patient samples with low results and repeated them on a different c701 module with acceptable results. The following example of discrepant results was provided for 1 patient sample: the initial result was 5.66 mg/dl. The repeat result was 9.7 mg/dl. No questionable results were reported outside of the laboratory. The ca2 reagent lot number was 608144. The expiration date was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6)-2022 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. Various alarms were observed on the customer's alarm trace data (procell short, reagent short and sample short). "Abnormal aspiration" alarms were also observed; these alarms are an indication of possible poor sample quality. The investigation determined the service actions of replacing the vacuum tube resolved the issue.